Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
The user reported a second occurrence on a different patient as follows: on (B)(6) 2011, a (B)(6) male had an initial crp result of < 0.6 mg/l that was reported outside the laboratory. The sample was repeated and the result was 150 mg/l. The customer considered the 150 mg/l result to be correct. The patient was not adversely affected by this event.

Manufacturer narrative:
A specific root cause could not be identified. Based upon the reaction kinetics provided for investigation. The initial run's absorbance was very low. The very low initial run absorbance is caused by the sample not being pipetted to the cuvette. The lack of sample being pipetted could be explained by either air bubbles on the sample surface, a soft clot in the sample needle, or contamination of the sample needle. No adverse event was reported.

Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The patient's initial crp result was 0.4 mg/l. The patient's result was reported to the ward as <0.6 mg/l. The medical ward requested the sample be repeated due to the suspicion of an erroneous result. The first repeat result was 128.5 mg/l. The second repeat result was 133.5 mg/l. There were no adverse events. The crp reagent lot number was 645926 and the expiration date was 03/31/2012.